Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the joint replacement implants. Information received from sales rep on (B)(6) 2019: upon review by joint replacement research for the surgeon's payment, patients were noted to have had their implant knee removed, revised, or re-operated on. Reporter has indicated she does not have access to any additional information as the reporting site takes on all regulatory responsibilities, and all data is de-identified. This pi is for a revision due to tibial loosening of implants. The patient was revised from pka to tka approximately after 8 months of implantation.